Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of target symptoms after they fell. Patient stated their doctor tried all kinds of things to get it to work right to control their symptoms, but were unable to. The doctor told the patient that since their system was not controlling their symptoms and that the ins level was probably getting low they were just going to remove the system and replace it. Patient's old system was surgically removed and replaced on the same date. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.